Event description:
The customer provided the following information regarding the event: the event was found during reprocessing. The procedure was completed with the same set of equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and customer response to additional information requests. Updated fields: b5, d8, d9, e2, e3, g2, h3, h4, h6 and h10. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's complaint was not reproduced. Based on the results of the investigation, there were signs of third-party repair on many parts. It is likely that unintended stress was applied to the subject device during the repair. However, since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection,¿ do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide.¿ if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus, the bronchovideoscope entire screen becomes black, showed no images and it was not restorable. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.